Manufacturer narrative:
No device return anticipated as they remain implanted. Concomitant medical products: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2 sn: (B)(4), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t sn: (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant sn: (B)(4), 201-78-82 - collar fixation pin 2pk 40mm, quick release sn: (B)(4), 201-78-89 - 3" drill bit, mod. Hex 2 pack sn: (B)(4), sn: (B)(4), 521-78-31 - threaded pin size 2.6 collarless 2pk sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a clinical study, truliant knee clinical study, that a female 53 yo caucasian patient, height: 69 in, weight: 210 lbs, who was initially implanted on (B)(6) 2022, for the primary diagnosis of osteoarthritis, presented to the clinic with arthrofibrosis - stiffness and inadequate rom, date of event onset, (B)(6) 2022. Manipulation under anesthesia to be scheduled. The study indicates the event is definitely not related to device, and definitely related to procedure. Outcome is continuing.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the manipulation under anesthesia cannot be conclusively determined; however, it is most likely related to patient conditions.